Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 460 mg/dl and 265 mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose level. They did not mention any symptoms and had treated with the insulin pump. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. They reported that the infusion set tubing had air bubbles and the reservoir was leaking at the reservoir barrel. There was fluid under the screen and in the battery compartment. The insulin pump was not on auto mode at the time of the incident. The insulin pump will not be and the reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Cannot performed manual test per (B)(4) appendix g to reservoir due to the plunger not returned. Using a new lab plunger, performed pre-fill test to reservoir per (B)(4). No air bubbles during analysis. Checked o-rings or stopper groove for defects and none were found. Also ran basal, bolus leaking test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir no air bubbles and not leak. Also performed a visual inspection and found no physical or cosmetic damage. (B)(4).